Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the sliders for epd port 1 and 2 were missing (broken off) and would not allow the electric pen drive to work. The sliders and holders were replaced as well. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 4 for the same event it was reported that during an unspecified surgical procedure it was observed that the console device, the electric pen drive device, the cable to console device, and the foot control device would not power up when used together. It was reported that there was a delay due to the event and unspecified spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.